Event description:
On (B)(6) 2011, a form was received from the vns treating physician which reported that the vns patient had four suicide gestures/attempts since the patient's last assessment. The date of the assessment was (B)(6) 2011. On (B)(6) 2011, another assessment was performed and the patient had two reported attempts of suicide gestures/attempts. Of the 4 suicidal gestures/attempts from the assessment on (B)(6) 2011, the physician stated that 3 of them were a minimal medical threat to life and a definite but very ambivalent intent while the other attempt was a mild medical threat to life but the intent was very serious. Of the 2 suicidal gestures/attempts from the assessment of (B)(6) 2011, the physician stated that they were a mild medical threat to life and a definite but very ambivalent intent. Additional information has been requested from the physician but further information has not been received to date. If additional information is received, it will be reported.